Event description:
The st. Jude medical representative reported that the device displayed noise on the ventricular lead. The noise did not lead to inappropriate therapy however, numerous fib detections occurred. No visible fracture under fluoroscopy was seen. The lead was capped.